Event description:
It was reported by clinical staff that: "the needle was already detached when it was removed from the packaging, but this was not noticed during resuscitation and the intraosseous access was established anyway. The io access was drilled but was not accessible because only the back part of the needle was in the patient, the front part was still in the packaging. As a result, the application of a medication (epinephrine) was delayed by approximately 5 minutes (time to detect the issue and new intraosseous access)." It was reported that the patient died. Additional information received on 12mar2024: the patient's date of death is reported as (B)(6) 2024. The time interval from when the issue was detected to death was approximately 20 min.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Corrected data: section h.11. Corrected to: complaint verification testing could not be performed as no sample was returned for analysis. A review of the certificate of compliance found that the needle set passed all the release criteria. The IFU provided with this kit states, "before administering vesicant, toxic, or highly concentrated drugs, check the io cannula again for placement and patency" and "do not recap needle sets or reconnect separated components. Use biohazard and sharps disposal precautions. Re-use of contents may cause cross-contamination, leading to patient risk and complication(s)." Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported by clinical staff that: "the needle was already detached when it was removed from the packaging, but this was not noticed during resuscitation and the intraosseous access was established anyway. The io access was drilled but was not accessible because only the back part of the needle was in the patient, the front part was still in the packaging. As a result, the application of a medication (epinephrine) was delayed by approximately 5 minutes (time to detect the issue and new intraosseous access)." It was reported that the patient died. Additional information received on 12mar2024 indicated that the patient's date of death was (B)(6) 2024 and that the time interval from when the product issue was detected to death was approximately 20 minutes."

Event description:
It was reported by clinical staff that: "the needle was already detached when it was removed from the packaging, but this was not noticed during resuscitation and the intraosseous access was established anyway. The io access was drilled but was not accessible because only the back part of the needle was in the patient, the front part was still in the packaging. As a result, the application of a medication (epinephrine) was delayed by approximately 5 minutes (time to detect the issue and new intraosseous access)." It was reported that the patient died. Additional information received on (B)(6) 2024 indicated that the patient's date of death was (B)(6) 2024 and that the time interval from when the product issue was detected to death was approximately 20 minutes."

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A review of the certificate of compliance found that the driver passed all the release criteria. The IFU for this device states, "important: control patient movement prior to and during procedure. Squeeze trigger and apply gentle, steady pressure. Important: do not use excessive force". Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.